Manufacturer narrative:
The field service engineer checked the instrument. Several parts from the measuring cell flow paths have been replaced and adjusted. A system volume check, photomultiplier high voltage adjustment, blank cell calibration, assay calibrations, and quality controls were run; results were within specification. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.

Event description:
The initial reporter stated they have been having issues with results from patient samples tested on one channel of the cobas 6000 e 601 module. Four patient samples had discrepant results for the elecsys ft4 iii assay. No incorrect results were reported outside of the laboratory. The first patient sample resulted in ft4 values of 16.8 pmol/l and 27.6 pmol/l. The second patient sample resulted in ft4 values of 9.5 pmol/l and 15.8 pmol/l. The third patient sample resulted in ft4 values of 11.9 pmol/l and 19.4 pmol/l. The fourth patient sample resulted in ft4 values of 10.7 pmol/l and 18.0 pmol/l. The ft4 reagent lot number was 547168. The reagent expiration date was requested, but not provided.